Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device would not power on. There was no reported pt involvement.